Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was displayed as high with small ketone levels. Healthcare provider identified the ketone level as dangerous. Reportedly, the customer administered a manual injection to address elevated bg level to address bg level. The customer was admitted into the emergency room and treated with intravenous saline and insulin fluids. Customer was released from the emergency room on (B)(6) 2024 with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.